Manufacturer narrative:
Continuation of d10: product ID 8596 serial# (B)(6) implanted: (B)(6) 2006 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(6), ubd: 01-aug-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump. The indication was use for spinal pain. The healthcare provider reported the pump being ¿dry and obstructed¿. There was a catheter issue on (B)(6) 2023, but the hcp did not have specific date as to when the issue first occurred. She also did not know how long the pump has been empty but stated it was already showing empty back in (B)(6) 2023 when they first saw her. The hcp was aware of when the catheter might be replaced but said the patient not yet on the schedule so it is likely not going to be soon. Also reviewed to silence alarm due to empty reservoir they would have to enter a value for both low and empty reservoir volumes even if they did not plan on physically filling it. No symptoms were reported.